Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was deployed in the correct position. While removing the delivery catheter system (dcs), the nosecone caught on the inflow of the valve causing it to dislodge into the ascending aorta. The valve was snared into the ascending aorta just below the innominate artery. Subsequently a second valve was implanted successfully. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.